Event description:
Procedure type: adrenalectomy. According to the reporter: during the procedure, the inner seal broke and fell into the cavity. It was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. No patient injury was reported.

Manufacturer narrative:
(B) (4).